Event description:
It was reported that "opened two of the same products; so they are not sure which lot# the issue is with. Lot number s23464 or s26415. One of the radiopaque tips was missing off the sheaths. Noticed on fluoro once both sheaths were in the pt's heart. They were able to complete the case with no complications."

Manufacturer narrative:
Possible lot numbers and mfg dates: s23464 - 11/2007; s26415 - 10/2008. Brief visual inspection of the returned product found the radiographic marker has shifted proximally, but it is still on the sheath, not lost. Product has been forwarded to the external MFR, pending investigation and report.